Event description:
It was reported that the, while trying to engage the brake with the side pedal, an employee stepped on the foot pedal to engage the brake and was met with heavy resistance. This required extra force and torque to lock the brake. After four tries, the brake did lock but employee heard her hip pop and had severe pain after.

Manufacturer narrative:
A stryker quality assurance engineer spoke with the sales account manager regarding the injury, which she confirmed. She stated that there was no treatment as a result of the injury or time taken off of work. Based on the information provided, it was identified that the brakes were difficult to engage/disengage due to a broken/damaged brake pedal. This issue was resolved for the customer by their biomedical engineering team making repairs to the brake pedal as needed.

Event description:
It was reported that the, while trying to engage the brake with the side pedal, an employee stepped on the foot pedal to engage the brake and was met with heavy resistance. This required extra force and torque to lock the brake. After four tries, the brake did lock but employee heard her hip pop and had severe pain after. Attempts are being made to gather additional details from the user facility.